Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. The main component of the system. Other relevant device(s) are: product ID: enveor-n, lot unknown ,use by date unknown, UDI asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after final release from the delivery catheter system (dcs), the valve was low and severe paravalvular leak (pvl) was reported. The valve was attempted to be snared in a higher position, however the valve dislodged. The valve was held in place in the ascending aorta with a snare and a second transcatheter bioprosthetic valve was implanted. While the second valve passed the snared first valve, the capsule became stuck in the outflow crown of the first valve. A sudden blood pressure drop was reported. An angiogram revealed that the ascending aorta was ruptured. The patient subsequently expired.